Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The device was sent to engineering for further investigation. Evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect a downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found that it was out of specification in relation to the reported symptom, undetected downstream occlusion, which was reproduced and confirmed during evaluation. Engineering investigation found low valve pressure plate travel due to two missing upstream valve pressure plate shims. The evidence suggests that the shims were removed at a user facility. The pump valve and finger pressure plate travel was re-calibrated to correct the condition.